Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump keeps forming air bubbles. The customer's blood glucose was 144 mg/dl at the time of incident. Troubleshooting was not performed. The device will not be returned for analysis.